Event description:
Had a hip replacement due to osteoarthritis (deteriorating joints). So on (B)(6), 2010 I had the hip replacement surgery. I have suffered severe chronic pain, muscle loss, burning sensation, sharp and dull pain constantly, disfigurement due to muscle loss. I also suffer from a disease called reflex sympathetic dystrophy (rsd), also known as crsp. So now the doctors. I've seen also agree that the rsd has set in along with this stryker hip I have implanted is being recalled.